Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of unexplained high blood glucose of over 500 mg/dl and a no delivery alarm. Customer's blood glucose at the time of the call was 215 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing and did not alarm no delivery. Troubleshooting found that the drive support cap was normal, the pump settings are correct and the pump passed the high pressure test. Customer indicated that the issue was resolved by a complete set change. Customer declined further troubleshooting.